Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels that ranged from 45 mg/dl to the 60 mg/dl range. Customer administered glucagon to address low bg. The customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Multiple attempts were made by tandem technical support to contact the customer regarding the reported issue; however, no response was received, and no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.